Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. (B)(6).

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocars had significant pneumo loss throughout the case. The procedure was converted to open to complete the case. No adverse consequences reported. All six devices were discarded.